Manufacturer narrative:
The insulin pump was received with intermittent response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that he changed the device's battery earlier in the day, then noticed that some of the buttons were unresponsive. The customer also stated that pressing the up button caused the numbers on the screen to run without stopping. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level near the time of the call was 80 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Legal information